Manufacturer narrative:
Device not returned.

Event description:
It was reported that when patient presented to the clinic after receiving inappropriate shocks from the rv lead. Upon device check, no capture and oversensing far p-waves were observed. The cause of the shock was determined to be caused due to the far p-wave oversensing. Patient was otherwise asymptomatic and is not dependent on the device. Upon review of a chest x-ray lead dislodgment was confirmed. Lead was explanted and a new lead was implanted. During the lead explant procedure lead insulation damage was observed during the explant procedure. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.